Manufacturer narrative:
H.6. Investigation summary: no physical samples were received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed a hand holding a partially retract needle with the needle tip exposed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): based on the evaluation of the submitted photo the defect needle retraction failure was identified and confirmed. Based on the picture, it looks like the spring is overlapped/overcoiled and prevented full retraction: coils of the properly retracted spring are normally do not look so jammed. The absence of the actual sample makes it so other causes cannot be evaluated, but the retracted spring appearance allows to conclude with high likelihood that inadequate spring caused partial retraction. This points to the manufacturing as the likely root cause. Spring winding process.

Event description:
It was reported that the insyte autog bc wing pnk 20ga x1.16in experienced a partially retracted needle during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: the director of our ICU had a complaint from one of her nurses about an IV that did not fully retract when he pressed the button to retract it. This is the only incident that I am aware of.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte autog bc wing pnk 20ga x1.16in experienced a partially retracted needle during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Per email: the director of our ICU had a complaint from one of her nurses about an IV that did not fully retract when he pressed the button to retract it. This is the only incident that I am aware of.